Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
Note: this report pertains to the first of three resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used for treatment in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician tried to deploy the clip, but the clip could not be released from the catheter. Two more devices were used with the same problem. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.